Manufacturer narrative:
Additional, changed, and/or corrected data: b.5 , d.10, h.3 , h.6 device evaluation: the device related to the reported event of rupture was received on (B)(6) 2020 with lot number 2440556. Visual analysis of the returned device identified: the device was broken shell, red particles material was found on the shell and fold creases. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identify: broken striated, wear abrasion and two openings striated. Based on the device analysis the final assessment is: - a striated edge in the side anterior broken due to surgical damage. - two openings striated in the side anterior assessed as surgical damage.

Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional later reported right side rupture.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported rupture on unspecified side, device remains implanted.